Event description:
Procedure: roux-en-y. According to the reporter: staple reload was placed over tissue (small intestines) and then closed. Reload was then fired and the staples were deployed and the tissue was divided. Then surgeon then attempted to open the jaws and the jaws would not open. After a couple of attempts the reload was unsuccessful in opening and the surgeon then had to cut it out using another staple reload. The procedure was converted to open. There was a delay in surgical time over 30 minutes. Additional follow up answers pending.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).